Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Event description: it was reported that after cleaning the turbohawk, the area close to cutter bulged out, then developed side hole where plaque came out. Device evaluation: the device was examined and found the distal assembly was damaged with tissue bursting from the coil. The burst coil was approximately 8.5cm from the distal tip of the turbohawk device. The location of the burst was viewed under microscope and the plunger is visible against the hole where the burst originated.